Event description:
Event description boston scientific crm received information that this device had a magnet rate of 90 ppm which represents the device reaching elective replacement near (ern). Technical services was consulted to do a longevity calculation for this device at the current device parameter. This device did not meet the longevity calculation for this model using current parameters. The device remains in service and will be monitored closely. To date, no adverse patient effects were reported. Additional information was received three years later that this device was explanted for normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.